Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd micro fine plus¿ insulin pen needle the printing on the package is misaligned and the barcode cannot be read. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: customer complained that they couldn't read bar code printing.

Manufacturer narrative:
H.6. Investigation: one 32g x 4mm pen needle carton and two photos were returned from lot. No. 9057848, cat. No. 320136. Visual examination was carried out on the returned photos and sample and it showed that the print was off center on the carton. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. This issue occurred due to mispositioning of the carton at the laser printer on the packaging line. H3 other text : see h.10.

Event description:
It was reported that before use of the bd micro fine plus¿ insulin pen needle the printing on the package is misaligned and the barcode cannot be read. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: customer complained that they couldn't read bar code printing.